Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump display screen has a black line down the middle with pixels missing. Customer stated they dropped it prior to the issue arising. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 93 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with missing segments and horizontal lines due to cracked lcd zebra connector. Insulin pump had minor scratches on display window and cracked reservoir tube lip.